Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:capsular contracture.

Event description:
Healthcare professionals reported left side capsular contracture, baker grade iii and "implants with lobulated contours, at the expense of accommodation folds." The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professionals reported left side capsular contracture, baker grade iii and "implants with lobulated contours, at the expense of accommodation folds." The device has been explanted.